Event description:
It was reported that while passing a PICC, the guide wire broke and a piece of it remained inside the patient, requiring surgery to remove it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire is confirmed; however, the exact cause is unknown. Two photographs and two radiographic images of a guidewire were returned for evaluation. An initial visual observation of the photographs showed the core wire of the guidewire was broken, and the coiled wire was unraveled. While the coiled wire was observed to be unraveled, it could not be determined if the distal end of the coiled wire was missing. No details of the break site in the core wire could be discerned from the returned photographs. An initial visual observation of the radiographic images showed what appear to be an arm and a chest; however, it is unknown if the images were of the same patient. In each image, a thin line could be seen; however, the identity of these lines could not be determined. While a break in the guidewire could be confirmed, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that while passing a PICC, the guide wire broke and a piece of it remained inside the patient, requiring surgery to remove it. No other information was provided.